Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered inappropriate shock at a restaurant. The shock was deemed by technical services to be caused by electromagnetic interference seen on both atrial and right ventricular channels in a regular sinusoidal pattern. The patient was seen in the office on (B)(6) 2019. No changes were made to the device. The patient was stable, and will continue to be monitored.